Event description:
The patient was admitted for coil embolization of the inferior sagittal sinus. There was no calcification or vessel tortuosity. The coil was delivered to the target lesion without any problem, however, it couldn't be detached with the syringe which the pressure of green zone. Therefore, the physician tried alternative detachment, but failed. The procedure was completed with other products and there was no adverse consequence to the patient. Additional information indicated that the orbit was not deployed with another syringe. After removal from the patient, no damage was reported was the coil or delivery system. No leakage was noted with the hub of the dcs system or any other area. After the disconnecting the coil delivery system, no damaged was reported with the syringe. During prep, a dedicated saline source was utilized to fill and prep the syringe. A dcs syringe was utilized to prep the device, and the syringe taking to the blue zone. During prep, the blue zone was not exceeded. The red zone was exceeded.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.